Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained and with meter to meter comparison of 147mg/dl using meter and 109mg/dl using another meter. The expected fasting blood glucose test result range is 93-115mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call a back to back blood test was performed by the customer (using another vial of strips that were stored in bedroom) and produced test results of 162 and 167mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 07/23/2019. The meter memory was reviewed for previous test result history. Result 1: 142mg/dl date: 7/23/19 time: 11:20am fasting (stirp lot mw3305s), result 2: 147mg/dl date: 7/22/19 time: 8:34pm fasting (stirp lot mw3305s).